Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarms. While changing the cartridge and infusion set, the received multiple change cartridge notifications. Tandem technical support assisted the customer with changing the cartridge. Insulin delivery was resumed. The customer's blood glucose level was 138 mg/dl.